Event description:
It was reported that intermittent undersensing was observed in an asymptomatic patient who received several appropriate shocks for vt and vf. In one episode, the undersensing resulted in a delayed hv therapy delivery. Programming changes were recommended. The patient will continue to be monitored.